Event description:
I have a true metrix air blood glucose measurement device sn (B)(4) with true metrix test strips lot code mt1852 date: 12/17/2017. On (B)(6) 2016 I made a measurement at 1:54 pm of 84 mg/dl. It didn't think it was correct and made another measurement at 1:56 pm of 173 mg/dl. Obviously this didn't make sense and made two measurements with my bayer usb device and got 119 and 128 mg/dl respectively. Using the same true metrix device and lot code of test strips later the same day I measured at 5:48pm 193 mg/dl, at 5:48 pm 170 mg/dl, at 9:25 pm 230 mg/dl, and at 9:28 pm 172 mg/dl. Obviously these measurements are poor and are likely due to a problem with the meter or the test strips. I have contacted trividia health inc. With same information and will be returning the meter and test strips to them next week when I get a replacement meter and test strips from them.